Event description:
It was reported to philips that the device had a faulty trunk cable. The alleged failure was observed while the device was in clinical use, however, no adverse patient impact was reported by the customer.